Manufacturer narrative:
The device was not returned for evaluation. The lot number of the device was not known. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an enb procedure, the patient experienced pneumothorax. They noted that there was no product issue. No treatment was required. They were able to complete the super dimension portion of the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.